Event description:
It was reported that the physician was implanting a gore helex septal occluder to close a pt foramen ovale. While trying to form the left disc, the mandrel kinked and the left disc could not be formed. While recapturing the left disc, the retrieval cord broke. The delivery system and device was pulled down to the introducer sheath but the left disc would not collapse into the sheath. A small cut-down at the access site was performed to remove the device. The pt was doing well following the procedure.

Manufacturer narrative:
The hospital discarded the device and the lot # is unavailable.